Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. When the sample was visually examined a crack was observed on the catheter hub. Simulation testing was performed to try and determine how this defect could have occurred, but the defect could not be reproduced. In order to further evaluate how the catheter hub could crack in the manner observed in the returned sample, an engineering study will be conducted. Review of the device history record performed for the reported lot numbers 19n16g8392 and 19n13g8315 did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. The user facility reported two potential batches 19n16g8392 & 19n13g8315, and both batches will be included in the investigation. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: started IV and connected j loop to IV catheter and fluids. A few minutes later noticed a pool of IV fluids and blood on the site. She changed the j loop to remedy, but then noticed a crack in the hub of the IV catheter. Nurse then removed the IV catheter and started a new one.